Manufacturer narrative:
(B)(6).

Event description:
This facility was contacted for additional info regarding this event. The rn reported that the pt had been receiving dialysis with use of this product for sometime without incident. Currently this pt is no longer receiving dialysis with this product, but currently this pt receives dialysis with a different brand of hemodialysis bloodlines that are manufactured by a different MFR. The pt was discharged to home and has returned to this unit for continuation of her routine out pt treatments. She is doing very well. There are no further report of ill effect. There is no sample for eval. Of note: currently this pt is being worked up by an allergist. The rn did report that the pt is allergic to something and when she was admitted this pt was placed on a whole new treatment set. The rn reported that this pt remains on this prescribed treatment set without any further ill effect. Pt back from hosp. Pt with no c/o. Pt pre med with benadryl 50 mg 1 hr prior to tx. Rexeed kidney hung and flushed with 2000 cc. At beginning of tx pt c/o mouth numbness and lip numbness. Tx stopped and pt sent to ER for eval.